Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/30/2021.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'keypad not responding' which was reproduced during evaluation as the 8 and 9 keys were intermittently not working. The cause was determined to be a failed keypad which was not an original manufacturing part. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad that was not responding. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.